Event description:
It was reported that during a scheduled follow-up session, it was noted that the device had reached rrt (recommended replacement time) a few weeks earlier, but the patient never heard a tone from the device. The physician attempted to demonstrate the tone in-office, but even with a stethoscope over the device nothing was heard. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).